Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient with a date of birth of 14-dec-1965 (80.4 kg) underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring surgical intervention and prolonged hospitalization. It was reported that during an afib procedure a pericardial effusion was diagnosed via intracardiac echocardiography (ice) catheter after the procedure was completed. The patient was being prepared for surgery for a pericardial window. The patient was stable at the time of the call. Additional information was received. The physician¿s opinion on the cause of this adverse event was that it was due to the procedure and patient condition. The patient outcome of the adverse event was fully recovered. The patient did require extended hospitalization because of the adverse event. Patient was supposed to discharge same day (B)(6) 2022 but was kept until (B)(6) 2022 instead for monitoring, as a pericardial window was performed. Relevant tests and laboratory data: effusion was observed on ice to have shrunken after pericardial vented window. A transseptal puncture was performed using baylis nrg transseptal needle. Ablation was performed prior to noting the cardiac tamponade. There was no evidence of steam pop. The event occurred during the ablation phase. An irrigated catheter was used in the event, the flow setting was high flow, 15 ml/min. Correct catheter settings were selected on the generator. The pump was switching from low to high correctly, but only high was used (power remained at 50 watts throughout procedure). No error messages observed. Graph, dashboard, vector, and visitags force visualization features were used. The visitag module was used, the parameters for stability used were: range: 2.5 mm, time: 3 sec, fot: 25%, time: 3 sec, and tag size: 3 mm. Visitags were also respiratory gated. Impedance, custom scale 0-10 ohms color option was used.

Manufacturer narrative:
Additional information was received on 08-aug-2022. Patient developed a pericardial effusion while the catheter was in place. The original intended procedure was an afib ablation. In addition provided other relevant history, including pre-existing medical conditions of "hypertension". Therefore, processed b7. Medical history/preexisting condition field. The investigation was completed on 29-aug-2022. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30791689l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 21-sep-2022. The device evaluation was completed on 28-sep-2022. It was reported that a female patient with a date of birth of 14-dec-1965 (80.4 kg) underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring surgical intervention and prolonged hospitalization. The product was returned to biosense webster for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. As part of biosensor webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).